Manufacturer narrative:
Device analysis revealed a charging issue.

Event description:
It was reported that the customer experienced difficulty charging the pump; however, the following day, it was confirmed that the pump was able to be charged to 100% successfully. There was no reported impact to the customer's blood glucose level.